Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose was 400 mg/dl. Customer had high blood glucose and high ketones for a week. Customer's blood glucose at time of call was 204 mg/dl. Customer declined troubleshooting. Customer agreed to return the device for analysis.